Event description:
A report was received that the patient was experiencing high heart rate and increased blood pressure. It was also noted that the patient was still in pain.

Manufacturer narrative:
Additional information was received that the patient's stimulator was working a little better. Per physician, the patient's high heart rate and hypertension were not device related.

Event description:
A report was received that the patient was experiencing high heart rate and increased blood pressure. It was also noted that the patient was still in pain.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient was experiencing high heart rate and increased blood pressure. It was also noted that the patient was still in pain.